Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that since the patient had a device change out, there had been close to 5,000 atrial high rate episodes. Several of these appeared to be oversensing of noise on the right atrial (ra) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.